Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted caller in resetting pump, after which the malfunction code did not recur. Caller was advised to continue using the pump and to reach out again if any issues reappeared.